Event description:
It was reported that post op of a lap. Rouy-en-y procedure, the pt was admitted and then died in 2007. The coroner report stated that there was a leak that occurred on the gastric pouch and gastric jejuem.

Manufacturer narrative:
Information not available, device not returned for analysis.